Manufacturer narrative:
Exact date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation and was unable to connect to their ipg using their controller. A company representative confirmed that the patient's ipg had become inoperable. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which the ipg was explanted and replaced. Effective stimulation was resumed post-operatively.